Manufacturer narrative:
The date of this report is corrected to 01/06/2015. The recipient was reportedly explanted due to lack of reaction on audiometry with the device. The recipient was not reimplanted. The device was disposed of by the facility and will not returned to the company. A review of the device history record noted rework. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.